Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella cp device for mechanical circulatory support. After the impella was placed, the patient immediately began experiencing suction at p4 after unloading and diastolic flows dropped to zero. Epinephrine, bolus of fluid and 4 minutes of compressions resulted in successful return of heart function. The patient was unable to go any higher than p4 without suction alarms. The pump could not be increased higher than p5 without experiencing diastolic suction. Diastolic flows were zeroed out. The pump could still not be increased past p5 and was getting poor diastolic flows. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.